Event description:
It was reported that the customer passed away. The date and cause of death was not reported.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.